Event description:
Boston scientific crm received information that this left ventricular (lv) lead exhibited high out of range impedance measurements when using the lv tip to lv anode, a lead fracture was noted. The pacing configuration was changed from lv tip to right ventricular (rv) coil where normal impedance measurements were reported. This lead remains implanted and to date, no adverse patient effects were reported.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.